Event description:
It was reported that a metal chip was loosened from the screw head when inserting the bone screw. One of the retaining sleeves shows at the prime-lock thread a damaged thread side at the enema. The other retaining sleeve is fine. Both bone screws are both broken three fourths of the upper edge (prime-lock thread). A possible cause for the chip formation when inserting the screw may be the damaged enema of the prime-lock thread of the retaining sleeve. The damage may have lead to an improper joint between retaining sleeve and screw was what led to an overload on the edge of the bone screw and the chip was solved. The cause for the damaged thread side cannot be determined. This is report 2 of 2 for complaint (B)(4). This report is on the retaining sleeve.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the prime-lock thread a damaged thread side at the enema. The other retaining sleeve is fine. Both bone screws are both broken on three fourths of the upper edge (primelock thread). A possible cause for the chip formation when inserting the screw may be the damaged enema of the primelock thread of the retaining sleeve. The damage may have lead to an improper joint between retaining sleeve and screw was not proper what lead to an overload on the edge of the bone screw and the chip was solved. The cause for the damaged thread side cannot be determined. It is probably caused by normal wear. However, a review the device history records has been requested.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.manufacturing documents were reviewed and no complaint related issues were found.(B)(4)